Event description:
Customer reported the buttons on her insulin pump are not responding. She went to bolus and the numbers kept scrolling. The keypad is unresponsive. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 277 mg/dl, due to not being able to treat with the device. She is going back home to get insulin. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm, no ramping numbers or scroll bar moving on its own noted. The unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.